Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred during pumping. Blood glucose was 250 mg/dl. Reportedly, a new cartridge was loaded to address the event.